Event description:
The physician intended to implant an integrity rx coronary stent to treat a patient. Lesion pre-dilation was not performed. It was reported that the device could not cross the lesion which exhibited 70% stenosis. The delivery system was removed and the stent of the device was observed to be damaged. No abnormality was noted with the device during preparation or inspection prior to use. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The hypotube was kinked 12 cm and 16.5 cm distal to the strain relief. A number of struts on the 3rd and 4th proximal segments were raised and deformed. A number of struts on the 10th, 11th, 12th, 16th and 17th distal segments were partially misaligned.

Manufacturer narrative:
(B)(4). Results: device inspected prior to use with no abnormalities noted. Root cause of event was most likely due to patient lesion morphology. Conclusions: device inspected prior to use with no abnormalities noted. Root cause of event was most likely due to patient lesion morphology.